Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with phrenic nerve stimulation. An x-ray was performed and confirmed a perforation of the right ventricular (rv) lead at the rv apex. The lead was explanted and replaced to resolve the event and the patient was stable.